Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: insufficient blood sample or sample no detected. Manufacturer contacted customer with urgent and follow up phone calls for knowing customer condition due to the high insulin injected, reported on the initial phone call; customer reported, his glucose was 301 mg/dl, no medication applied during the ems urgent care. On (B)(6) 2016 customer reported asymptomatic,blood glucose of 180mg/dl-190mg/dl; no medical intervention on that period. On (B)(6) 2016, customer informed received the new product replacement. No medical intervention needed.

Event description:
Customer complains of low results. The customer's expected blood results are 180-190mg/dl fasting. Verified test strips expiration date is 11/18/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Customer reported that was hospitalized on (B)(6) 2016 with complications and discharged on (B)(6) 2016. Customer was taken to the hospital unconscious by sister and a brother. Upon arrival his glucose level was 40mg/dl customer unable to retrieve memory reading, meter display dashes,no reading values pressing s button. Customer was asked to run blood test, customer tried three times and obtained e-2 error message. Customer informed that will inject 45 units of insulin, with no medical authorization, customer representative alerted of complications for this. Customer representative contacted the customer's primary care physician. The nurse lucy sent the ems ambulance to customer's home.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with damaged/dirty strip connector; powers up normally with test strip or without it; root cause: foreign material on strip connector. Returned test strips are from other vial lot;unable to evaluate. Correction of lot # :ps2579. Manufacturer contacted customer with urgent and follow up phone calls for knowing customer condition due to the high insulin injected, reported on the initial phone call; customer reported, his glucose was 301 mg/dl, no medication applied during the ems urgent care. On (B)(6) 2016 customer reported asymptomatic,blood glucose of 180mg/dl-190mg/dl; no medical intervention on that period. On (B)(6) 2016, customer informed received the new product replacement. No medical intervention needed.

Event description:
Customer complains of low results. The customer's expected blood results are 180-190mg/dl fasting. Verified test strips expiration date is 11/18/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Customer reported that was hospitalized on (B)(6) 2016 with complications and discharged on (B)(6) 2016. Customer was taken to the hospital unconscious by sister and a brother. Upon arrival his glucose level was 40mg/dl customer unable to retrieve memory reading, meter display dashes,no reading values pressing s button. Customer was asked to run blood test, customer tried three times and obtained e-2 error message. Customer informed that will inject 45 units of insulin, with no medical authorization, customer representative alerted of complications for this. Customer representative contacted the customer's primary care physician. The nurse (B)(6) sent the ems ambulance to customer's home.